Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The insulin pump keeps on beeping and can not be cancelled. Customer reported that the insulin pump had no delivery alarm. Customer can not remember which insulin pump error was on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) and pump error 35 noted in device history file. The force sensor was tested, and the zero offset measured within specific range. After further review, there were no signs of previous moisture presence or corrosion on any of the boards, assemblies, wiring, or the motor or force sensor. The pump error 35 is probably due to some problem with the electronics.